Manufacturer narrative:
Product event summary: image files and the afapro28 balloon catheter with lot number 23140 were returned and analyzed. The two received image files show a fluoroscopy monitor. A curved (kinked) guidewire lumen is visible inside the balloon, which has caused the balloon to take on a bent shape. External visual inspection of the balloon, shaft, and handle segments showed the balloon was bent and there was no blood inside. External visual inspection of the electrical handle segment showed the push-button was unable to move freely as it was derailed / out of its intended position. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 5 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 "the safety system detected fluid in the catheter and stopped the injection." Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection of the shaft segment, a guide wire lumen kink was observed 0.78 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the shaft segment, a damaged insulation wire of the leak detection wire was identified 1.15 inches from the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to the guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the balloon catheter, the balloon was bending more than usual and was not as stiff as expected, with the tip flexing and not staying straight. The case was completed with cryo. No patient complications have been reported as a result of this event.